Manufacturer narrative:
Additional information: device available for evaluation. Corrected data: report source. A review of the complaint history, device history record, drawing, manufacturing instructions, quality control, and a functional test / visual inspection of the returned device was conducted during this investigation. One three-way plastic stopcock was returned for investigation. Two cracks were noted at the base; one is 3mm in length, the other is 2mm. Device failed leak test. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. It is noted that the date of the reported event ((B)(6) 2017) was after the expiration date (01mar2017) of the device alleged in this report. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that one three-way plastic stopcock product was observed to have a crack. It was reported that this malfunction was noticed prior to any patient contact. No adverse events have been reported regarding this occurrence.

Manufacturer narrative:
Correction: 4229720. The event is currently under investigation. A supplemental report will be submitted upon completion.